Event description:
It was reported that the stenoscop system would intermittently not initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system interconnect cable and the hard disk were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.